Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4)

Event description:
On (B)(6) 2015, information was received from a health care provider (hcp) regarding a patient who was receiving morphine 5.146 mg/day, bupivacaine 3.860 mg/day, clonidine 51.46 mcg/day via an implantable pump for non-malignant pain, other chronic/intract pain (trunk/limbs) and complex regional pain syndrome type 1. The concentrations for all three were asked but not known. The patient's medical history and concomitant medications were not provided. The patient had been complaining of issues with their pump the last four years since the last insertion (pump implant). Infection symptoms were reported. The hcp wasn't sure when it became infected. A cat scan was done and there was reportedly some concern about osteomyelitis around the leads so there was concern of infection around the lead, (catheter). The infection was confirmed; it was diagnosed the night prior to the report date on (B)(6) 2015. It was also reported the pouch around the pump had eroded and as result the pump had fallen and moved freely around the patent's hip. The hcp planned to stop the pump from infusing and the patient would be getting an explant. The patient was hospitalized and their hcp was addressing the infection. The hcp had called to obtain the password to stop the pump from infusing as it was currently functioning and infusing, in preparation for the explant due to the infection. The hcp was in anesthesia and the patient's clinic that normally saw the patient didn't have the password. The hcp was managing the patient in house and noted neurosurgery would be removing the pump. The hcp wanted to permanently disable the pump. Additional information has been requested regarding the issues with the pump the last four years, what troubleshooting was done related to the issues, what diagnostic tests were performed related to the infection, if the cause of the pump issues were determined and if the pump issues and infection had resolved but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.